Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 2 mi reamer handles pictured below (ref. 920010031. Lot numbers pc30424001 and pc30430001) were opened for a total hip replacement this morning and neither of them would attach properly to the reaming attachment on the conmed power tool in use, which they usually use them on, due to the abnormal wear at the hudson coupling. They had to search for and open a 3rd tray to find a usable reamer, which lead to approximately a one hour delay in total. There were some concerns that there may have been some metal fragments released when they attempted to ream with one of the faulty reamer handles, but they were satisfied these were retrieved and no harm came to the patient apart from the delay.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the device confirmed the failure mode. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.